Event description:
It was reported that while using the unspecified bd that there was blood pooling in stopper well. The following information was provided by the initial reporter: when the phlebotomists have the needle in the patient's arm sometimes the blood is leaking out around the tube and bottle and running down their arm. One of the staff just called me through to see as it has just happened again and the plastic vacutainer had blood in it, the bottles were covered in blood and we also noticed when the bottles were sat down the blood was still bubbling out of the rubber cap.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B3: date of event is unknown. B3. The date received by manufacturer has been used for this field. D4. Medical device lot #: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. H.6 investigation summary: "material #: unknown. Lot/batch #: unknown. Bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for blood pooling was not observed. The material number of the tubes cannot be seen in the photos. The stoppers of the tubes also cannot be seen in the photos. In addition, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends." H3 other text : see h.10.